Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2007 (B)(6); (B)(4) competitor implantable pacing lead 2010 (B)(6); 6947 implantable tachy lead 2007 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the device did not last four years. It was also reported that the patient is in chronic atrial fibrillation (af.) Therefore the device was removed and replaced with a new device and the right atrial (ra) lead was capped and not replaced. No patient complications have been reported as a result of this event.